Event description:
It was reported that the customer received alerts indicating rapidly falling glucose along with brief sensor issues, could not verify with a fingerstick, did not have the paired app to confirm readings, and replaced the dexcom g7 sensor after persistent errors. Symptoms included no reported hypoglycemic symptoms, and the user stated feeling fine. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview, device use history review, and troubleshooting with sensor replacement and warm-up guidance. Investigation of this case revealed transient sensor communication or performance issues consistent with brief sensor errors and signal loss without corroborating blood glucose measurements. It was concluded that the event involved a cgm sensor performance issue without evidence of patient harm and that replacing the sensor and completing warm-up resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.